Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the recharger heating was not determined and they were not able to be helped on the phone so they were sent a new recharger. It was reported that the inability to connect to the ins was resolved. No further complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97755, serial# (B)(4), product type: recharge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had difficulties recharging and there was a no device found screen on the controller. It was reported that the controller wasn¿t locating the device. It was reported that the patient entered passive recharge mode, the recharger became very hot. The caller stated that they could start a fire with the recharger. The patient reported that it was burning their skin. No symptoms or complications were reported.